Event description:
It was reported that the pump had a motor that was not running. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Operator of device is unknown. No information has been provided to date. The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The main board did not operate as intended, also motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause of the reported issue was found to be normal wear, the pump was over 12 years old. This MDR was generated under protocol (B)(4).